Event description:
It was reported that a spectrum pump is not alarming for an upstream occlusion when the slide clamp is occluding the IV set (medication, programmed amount and delivery rate unk). There was no pt injury reported. Baxter has made multiple attempt to obtain add'l event info without success.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.